Manufacturer narrative:
According to the customer, the mattress appears to be "elevated" and "uneven" causing the user to develop "multiple pressure ulcers since using this mattress". The customer reported some of the pressure ulcers have "open skin" and "one pressure ulcer with open skin led to a bone infection osteomyelitis". The customer reported the patient required a "complicated surgery" to treat the osteomyelitis. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the mattress appears to be "elevated" and "uneven" causing the user to develop "multiple pressure ulcers since using this mattress".